Event description:
During a laparoscopic sigmoid colectomy, the surgeon tore three discs while trying to insert it into the abdomen. The patient was very large and the surgeon only had the regular size lap disc available to use. The surgeon said the abdominal wall was too thick for the regular lap disc and should have used the extra long lap disc.